Event description:
In april 2004, kinetikos medical, inc. Was informed of the explant of a subtalar mba orthodepedic foot implant from a patient to address pain in the subtalar region approx 5 months after its original implant date. The device was not returned to kmi for investigation. No device defects were reported.